Manufacturer narrative:
(B)(4). Date sent: 8/16/2024. D4: batch # 542c92. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload, however, did not achieved and complete firing sequence. During the visual inspection, when the bailout door has removed the part that pressed the actuator switch for the internal circuit on the bailout door was noted to be damaged. The device was tested for functionality with a test battery in the straight position with a test reload and a test bailout door. It achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached as to how the bailout door became damaged. Device history review: a manufacturing record evaluation was performed for the finished device batch number 542c92, and no non-conformances were identified.

Event description:
It was reported that during the lung resection surgery, could not fire without motor sound. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.